Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms this complaint was reported from the literature review, ¿safety and efficacy of a two-screw cephalomedullary nail for intertrochanteric femur fracture fixation: a retrospective case series in 264 patients.¿ based on the literature review, the design of the cephalomedullary nail aims to decrease the risk of failures in patients with intertrochanteric hip fractures. The two-screw cephalomedullary nail, the insertion of a lag screw combined with an interdigitated compression screws was designed to minimize complications such as mechanical failure, screw cut out, varus collapse, shortening of the femoral neck, peri-implant femoral shaft fractures around the distal tip of the implant and to improve patient safety in surgery. The principal goal of the study was to examine the mechanical failure rates and to determine the safety and efficacy of this cephalomedullary nailing system. The results of the retrospective study confirmed the hypothesis that the innovative two-screw cephalomedullary nail is a safe and reliable nailing system for the treatment of patients with intertrochanteric femoral fractures, the nail system had a low cut out and mechanical failure rate. During the studying it was reported that the patient presented with a screw cut out underwent hardware removal and total hip arthroplasty. After three requests no individual clinical information has been provided for inclusion in this medical investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed.

Event description:
In a scientific publication, zelle, "safety and efficacy of a two-screw cephalomedullary nail for intertrochanteric femur fracture fixation: a retrospective case series in 264 patients" it was reported that the patient presented a screw cut out, the implant was a long nail with one distal interlocking screw. The patient had an immediate post-operative neck-shaft angle of 136 degrees and a tip-apex distance of 6.8 mm. Upon follow up, non-union and varus collapse of 14 degrees was recorded. The patient underwent removal of hardware and total hip arthroplasty.